Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the screws the scrub nurse tried to load, as per the surgical technique, would not load straight. To load the screws straight it required manipulating the screw and screwdriver. There was a surgical delay of approximately fifteen (15) minutes. This report involves one (1) symphony oct system polyaxial screw driver shaft x20. This is report 2 of 3 for (B)(4).